Event description:
It was reported the a spring fell out of the handpiece but not into the wound during a knee procedure. The spring was located right away. The procedure was completed with another device without a procedural delay. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition of a spring missing from the device could not be duplicated. At this time there is nothing found missing in the device.